Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.

Event description:
It was reported that the display on the insulin pump was blank. After inserting a new battery, the display returned and the insulin pump alarmed failed battery test. The customer stated that some of the buttons were unresponsive and that there was a black dot on the display. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.